Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had recently undergone an lvad (left ventricular assist device) procedure, when it was noted post procedure that the shock impedances were found to be high out-of-range (oor) and greater than 200 ohms. The patient also received one shock. Boston scientific technical services (ts) was consulted and suggested that the lvad might have played a role in the oor impedance measurements, which could have lead to the shock while in the hospital. The system remains implanted. The vectors were re-programmed in an effort to alleviate any additional issues. To date, no additional adverse patient effects have been reported.